Event description:
It was reported that the patient confirmed the therapy was off and had an electrocardiogram (EKG) that still had artifacts. It was also reported that the patient went through security the day prior to the report and felt dizziness for just a moment. The patient wanted to know if that caused a device issue. After follow-up, the patient received assistance from their healthcare professional (hcp) or manufacturing representative and the concern was resolved with an appointment on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, lot# v014033, implanted: (B)(6) 2006, product type: lead. (B)(4).